Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the eupora, solarice, nc euphora, nc solarice and sprinter legend poba balloon catheters and everest inflation device <(>&<)> accessories. Survey results are from an interventional cardiologist in practice 9 years. In the past two months, the physician has used sprinter legend and everest devices. The physician uses approximately 5 everest devices and 25 sprinter legend devices in an average month. During a procedure two sprinter legend balloon catheters were used to treat a patient with acute coronary syndrome. One of the devices was used for pre-dilatation and the other for post-dilation of a stent. It was reported that one balloon burst occurred during use of the sprinter legend device in vivo. It was indicated that the burst was due to calcium present. No intervention was required. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.